Event description:
A blower was returned to the philips investigating lab (pil) due to a noise coming from a trilogy evo device. There was no harm or injury reported. During the evaluation of the device at the pil, a ventilator inoperative condition had occurred when testing the blower on the test lung. Pil reviewed and observed an error code motor shutdown code in the ventilator's downloaded error log. Pil evaluated and determined the shaft of the blower was very loose and appeared to have a bearing issue. There was no part replaced, or repairs made to the device since the blower was being investigated by pil.